Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3 (the device was returned at the time of the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image functions did not function properly due to the water invasion. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the 4k autoclavable camera head unit did not have a clear picture. There was no patient harm or injury associated with the event.

Manufacturer narrative:
The device was returned and evaluated and the customers allegation was not confirmed. The following events were also identified; the rubber part peeled on the rear cover packing, there was a leak on the rear cover near the camera head unit, and there was a faded label on the rear cover. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.